Event description:
Hill-rom received a report from a hill-rom tech stating the siderail would not latch. The bed was located in a hill-rom svc ctr and was not in use at an account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. A f/u report will be sent once this info becomes available.